Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Walch g, young a, et al. (2011). Results of a convex-back cemented keeled glenoid component in primary osteoarthritis: multicenter study with a follow-up greater than 5 years", j shoulder elbow surg, 20:385-394.

Event description:
One patient had revision surgery due to painful glenoid loosening at 44 months.